Event description:
It was reported to philips that the device had a service required message. There is no patient involvement. The processor pca was returned to the failure analysis lab for evaluation. The pca was visually inspected for signs of wear, damage, corrosion, or missing components and no anomalies were found. Internal data card and bluetooth card were not included with the returned pca. The unit would not boot up beyond splash screen, and the screen was blank/dark. Failure was localized to corrupted flash memory u39/u40.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device had a service required message. There is no patient involvement. This report was generated pursuant to quality plan lc2236 - quality plan ¿ ecr als service record remediation.